Event description:
Md was attempting a right iliac crest bone biopsy and a piece of the biopsy needle broke off in the patient (lesion was very hard). The md attempted to retrieve the piece of broken needle without success. Orthopedics was consulted and the pt had to be admitted and taken to the or for removal of the retained needle. (The bone biopsy was completed in the or.)